Manufacturer narrative:
Device is used for treatment not diagnosis tarng, y.-w., yang, s.-w., fang, y.-p., & hsu, c.-j. (2012). Surgical management of uncomplicated midshaft clavicle fractures: a comparison between titanium elastic nails and small reconstruction plates. Journal of shoulder and elbow surgery, 21, 732-740. This report is for an unknown nail. Unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article. Tarng, y.-w., yang, s.-w., fang, y.-p., & hsu, c.-j. (2012). Surgical management of uncomplicated midshaft clavicle fractures: a comparison between titanium elastic nails and small reconstruction plates. Journal of shoulder and elbow surgery, 21, 732-740. This study compared titanium plastic nail (ten) fixation with plate fixation in patients with uncomplicated midshaft clavicle fractures. From january until december 2007 a study on patients with clavicular fractures were surgically treated. Indications for surgery included a fracture gap total displacement greater than 1 centimeter and intractable pain. There were 57 patients were operated on within two weeks after injury were included in this analysis. There were 28 male and 29 female patients ranging from 14 to 66 years. Each patient received either a titanium plastic nail (ten) or fixation with a 3.5 millimeter reconstruction plate. Serious injuries related to the titanium plastic nail (ten) included four patients with skin tenting and irritation. Initially, the titanium plastic nails (ten) were not pre-contoured before insertion, and the cut-off nail tip had not been well bent into a hook-like shape. Also, the tip had not been placed into the anterioinferior aspect and embedded beneath the soft tissue at the entry point. After the four patients who experienced the skin tenting and irritation, the nails were pre- contoured and the hook-shaped end was properly formed and embedded. No other patients had skin tenting or irritation. Operation time, wound size, blood loss, length of hospitalization and subjective time to pain relief were less for the titanium plastic nail (ten) group than for the 3.5 millimeter reconstruction plate fixation group. Patients with titanium plastic nail (ten) showed a greater range of shoulder motion than those in the plate fixation group. Fewer patients in the titanium plastic nail (ten) group requested removal of the implant as compared with the plate group.